Event description:
It was reported by the patient that their patient alert has been sounding, multiple times a day. Follow up with the patient's physician reported that this was due to a high impedance warning about the lead. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.